Event description:
The manufacturer received information alleging a patient fractured ribs 5 and 6 on both sides due to coughing hard and the incourage device being too tight. The medical intervention was not specified. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.